Event description:
It was reported that the pt experienced a loss of therapeutic effect, and the implantable neurostimulator (ins) had shifted, causing more pain. It was also reported that the leads had broken twice, and the pt wanted the device removed. Additional info received reported that the leads had moved, causing pain. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).